Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, it was reported that the 8 x 40 mm powerflex extreme percutaneous transluminal angioplasty (pta) balloon ruptured at twenty atmosphere (20 atm) intrastent. There was no patient injury. The balloon was on its first inflation and ruptured just as it hit rbp inside a self-expanding nitinol stent. The balloon was removed intact from the patient and there were no subsequent complications. The target lesion was eighty percent stenosis with minimal calcification and no tortuosity. The device was prep normally. There were no difficulty inflating the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. There was no damages noted after the device was removed from the patient. The device did not kinked anytime during the procedure. Ge omnipaque was the contrast media used. The contrast to saline ratio was 50/50. The type and brand inflation device used was merit basix which was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. The catheter was not in an acute bend. The device is not available for analysis as it was discarded. No other information was provided.

Manufacturer narrative:
During use, it was reported that the 8 x 40 mm powerflex extreme percutaneous transluminal angioplasty (pta) balloon ruptured at twenty atmospheres (20 atm) intra-stent. The balloon was on its first inflation and ruptured just as it hit rbp inside a self-expanding nitinol stent. The balloon was removed intact from the patient and there were no subsequent complications. There was no patient injury. The target lesion was eighty percent stenosis with minimal calcification and no tortuosity. The device was prep normally. There were no difficulty inflating the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. There was no damages noted after the device was removed from the patient. The device did not kinked anytime during the procedure. Ge omnipaque was the contrast media used. The contrast to saline ratio was 50/50. The type and brand inflation device used was merit basix which was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. The catheter was not in an acute bend. No other information was provided. The device was not returned for analysis. A device history record (DHR) review of lot 17721398 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (intra-stent, 80% stenosis with minor calcification) may have contributed to the reported event as a calcified/resistant lesion can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.